Manufacturer narrative:
The insulin pump was received with unresponsive act button due to flattened button dome switch. No unlock lcd keypad connector noted. No moisture damage was found on the electronics and motor noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4)

Event description:
The customer reported via phone call that the act button on the insulin pump has been sticking and sometimes unresponsive, the customer needs to press it multiple times and hold it down to get a response. The customer stated being in a diabetes camp and keypad issues started to happen upon her return. Blood glucose value was 6 mmol/l. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.